Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system has run into a wall again and damaged the covers further to the point that they fell off the system. The customer also noted the representative had previously ordered covers for the site, and they were never installed, so there are some covers at the site already waiting to be installed and escalated due to system down. No patient was present at the time of event.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and replaced lower door cap cover. Performed system checkout, device return to service. B01,c07,d02,g04037 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, serial/lot medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.